Event description:
As reported by the edwards clinical specialist, during a transfemoral tavr procedure the 23 mm sapien valve was deployed in a slightly canted and too ventricular position (30:70); this was especially noted on the non-coronary cusp side where there was moderate to severe paravalvular leak (pvl). A second 23mm sapien valve was implanted slightly more aortic. The second valve reduced the pvl to mild to moderate. This event was attributed to the first valve being canted and not perpendicular in the annulus prior to deployment. Upon review it was also noted that the initial implant angle was slightly off which could have led to landing the valve slightly lower than anticipated. Review of images provided for this case by edwards clinical personnel indicates the first sapien valve was deployed canted, however the positioning on the non coronary cusp (ncc) edge was more in line with a 90:10 ventricular deployment. Due to the obscured image provided and inability to clearly outline the coaxial plane, the valve position on the other edge cannot be confirmed. Post valve in valve, the 2nd sapien valve was positioned approximately 1/3 aortic within the 1st valve. Per report, the pre-deployment position of the first valve was approximately 50:50. The degree of native valve/leaflet calcification was described as moderate. Coaxial alignment of the delivery system and the valve was described as poor; the image intensifier angle was fair; there was no loss of pacing capture during valve deployment and ventilation was held. The patient¿s ejection fraction was 68 percent.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors appear to have caused or contributed to this event. Per report, there was poor coaxial alignment of the valve and the delivery system, and the image intensifier angle was less than optimal. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case.